Manufacturer narrative:
(B)(4). The customer reported that the device had one of the following lot numbers: gd898387, gd898403, gd898890, gd898205, gd899161. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had pieces/chunks missing from the sponge. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 16 of 46.

Manufacturer narrative:
(B)(4). Expiration dates: jun 2016 for gd898403, aug 2016 for gd898890, may 2016 for gd898205, sep 2016 for gd899161, and jun 2016 for gd898387. Device manufacture dates: 12/14/2014-12/18/2014 for gd898403, 02/20/2015 - 2/27/2015 for gd898890, 11/19/2014-11/24/2014 for gd898205, 03/13/2015-03/19/2015 for gd899161, and 12/03/2014-12/09/2014 for gd898387. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with no issues noted related to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.